Manufacturer narrative:
A visual examination found that the device returned with the clip assembly fully deployed and not returned. The control wire was separated as per design.the reported event of clip failed to release was not able to be confirmed as the condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable.a review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a duodenal procedure.according to the complainant, during the procedure, the clip could not be released. Reportedly, the clip was not able to be opened or closed, and tissue was not able to be grasped. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being okay.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a duodenal procedure.according to the complainant, during the procedure, the clip could not be released. Reportedly, the clip was not able to be opened or closed, and tissue was not able to be grasped. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being okay.